Manufacturer narrative:
(B)(4). (B)(4). Info is unavailable; device was not returned for eval. Eval summary - the complaint could not be confirmed because no device was returned for analysis as the device was discarded.

Event description:
It was reported that during a gastrectomy procedure, the staples of the acral part were unformed at the first firing. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.